Manufacturer narrative:
Testing and investigation found the device door roller was missing. As indicated, the device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device door roller was missing. The device was returned to the biomedical dept with a report that during setup prior to pt use, the device door roller was missing. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device door was broken and the door roller was missing. Though requested, no additional info was provided.